Event description:
(B)(6): (B)(6) reports via e-mail: pre-filled syringe exploded during injection. Optivantage injector used. Injection protocol and details: 2.5 mls/sec, ctl 150 tubing, blue jelco used 22g used in lower arm. No warnings displayed, contrast warmed prior to use. No issues loading syringe. The radiographer was standing next to the injector when it happened. He said he heard a loud noise and he was then sprayed full of contrast media.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.